Event description:
Customer's daughter reported hospitalization due to high blood glucose having symptoms such as nausea, vomiting, sweating, and blackout. Daughter states that customer was not wearing pump for seven hours prior to hospitalization. Customers blood glucose at time of hospitalization was 275 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.